Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 55 mg/dl. The customer was treated with glucose tablets. The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The current blood glucose value is 55 mg/dl. The current sensor glucose value is 97. The customer was offered to troubleshoot for the sensor but declined she wants to see her diabetes educator.